Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system after changing infusion supplies and moving the infusion site, with a lowest blood glucose of 45 mg/dl and a same-day prior high of 243 mg/dl; the high persisted for about three hours and both high and low alerts occurred. Symptoms included none reported. Outcomes included correction of the low with oral glucose (6 ounces of juice and 3 glucose tablets) and recovery to 105 mg/dl with an upward trend, without outside assistance or medical intervention. Investigation included remote troubleshooting and user education, including review of the supply change steps and discussion of insulin absorption differences when moving away from scar tissue. Investigation of this case revealed that the infusion site change likely improved insulin absorption, leading to a decline from prior hyperglycemia into hypoglycemia despite appropriate handling, and the device alerts functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.